Event description:
Information received by medtronic indicated high blood glucose levels 332 mg/dl. Customer alleging possible insulin pump under delivery. Customer was treated with insulin pump. Customer performed high pressure test and the test was passed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.